Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® push button blood collection set, blood leaked from the hub onto rn's gloved hands and the floor when the needle was retracted. The user was wearing ppe and no health impact or consequence reported.

Event description:
It was reported that while using one bd vacutainer® push button blood collection set, blood leaked from the hub onto rn's gloved hands and the floor when the needle was retracted. The user was wearing ppe and no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd received 4 samples from 2 different batch numbers: confirmed by customer to have no issues. No samples were received for the suspected lot number. Bd received 5 photos for investigation. Evaluation of the photos show leakage from the device. Functional tests were conducted on 30 retained samples to assess the functionality of the device. All samples passed the tests with no evidence of damage or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: leakage based on the photos provided. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.